Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring. Used a new device to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.